Manufacturer narrative:
The user facility did not disclose additional information regarding the employee's current condition. A steris field service technician and a biomedical technician inspected the unit and sterilant cup and identified the s40 cup was damaged appearing to have been crushed. Additionally the aspirator probe remained partially inserted angled at about 45° in the cup. The system 1e was confirmed to be operating according to specification and the endoscope was reprocessed prior to use in patient procedure. Steris requested that the s40 cup be returned for a full evaluation; however the user facility declined to provide the cup subject of the reported event for evaluation. The user facility's remaining inventory of s40 sterilant was inspected for damage or deformations but all were confirmed in good condition. It is unknown how the s40 cup subject of the reported event sustained damage. Section 7 of the system 1e's operator manual states, "carefully inspect the carton containing the s40 sterilant concentrate for evidence of damage or expiration. Note: if the sterilant carton is damaged or expired do not use the container; refer to the package insert for s40 sterilant concentrate or section 3 of this manual for disposal instructions for partially filled, leaking, damaged, or expired containers and the required use of additional personal protective equipment (ppe)." Also " with the palm of one gloved hand resting on the sterilant container, gently push down on the container using firm, even pressure until it is seated and its top is flush with the tray. To avoid damaging the container, never slam the container into the sterilant compartment." An illustration of the correct position of an aspirator probe is included and indicates the aspirator probe should be inserted directly downward and not at an angle. Section 8 of the msd's for s40 sterilant states, "personal protective equipment: face shield. Corrosion proof clothing. Gloves. Protective goggles. [If] insufficient ventilation: wear respiratory protection." Steris has conducted in-service training with the user facility about proper ppe when handling s40 and using the system 1e.

Event description:
The user facility reported an employee was preparing a system 1e to process an endoscope. The employee was not wearing ppe and placed a cup of s40 sterilant into the tray. The employee then attempted to insert the aspirator probe into the s40 cup when sterilant contacted the employee's skin. The employee sought medical treatment for burns. No report of procedural delay or cancellation.